Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was to treat a stricture within the esophagus. During the procedure, difficulty was encountered during an attempt to deploy the stent. When the stent was deployed by approximately 2 mm within the patient, the catheter started to bow. The partially deployed stent was removed. Once outside the patient's body deploying the stent by 1 mm more resolved the bowing. The procedure was completed with another stent device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 55mm. A visual examination found no issue with the crochet knot from the point of release from the stent. During analysis it was possible to fully retract the deployment suture thread and fully deploy the stent without issue. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was to treat a stricture within the esophagus. During the procedure, difficulty was encountered during an attempt to deploy the stent. When the stent was deployed by approximately 2 mm within the patient, the catheter started to bow. The partially deployed stent was removed. Once outside the patient's body deploying the stent by 1 mm more resolved the bowing. The procedure was completed with another stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.